Manufacturer narrative:
Continued phone number (e.1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown, and signals of rupture.

Event description:
Physician reported right side benign calcifications, capsular contracture baker grade unknown, and signals of rupture. Events were confirmed via diagnostic exam. Device remains implanted